Manufacturer narrative:
The investigation into the aic -controller error issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: aic logs showed potential issues with detecting the second pump connected after the first pump (impella cp sn (B)(6) experienced issues with reoccurring suction alarms. Device analysis: the console was thoroughly tested on an engineering lab bench. There were no issues reproduced which impacted the ability to properly detecting an impella cp. The pump detection issue was most likely due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure can occur infrequently and already has a sw mitigation in place. The detection issues likely occurred after the epm was power cycled during connection of the second pump and powered back up in a failed state. Aic software release v8.3 brought mitigation for this issue to reset the epm sau but did not recover the system. In this case, it is likely that the epm reset induced the failure state. Persistent failed handshakes were identified in the aic logs. Inspection of the rlm revealed that l1 was knocked off. See image attached. The micro usb cable was also strained and damaged. Before sending this console back to the customer, field service was instructed to replace the impella connect module, the ¿backstrap¿ cable, and transfer the customer configuration. Perform a full functional check on the console and optical system. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. The us complainant had an automated impella controller (aic) alarm that prompted the team to replace the aic. The instructions for use (IFU) was followed and backup console. There was no report of patient harm or injury.